Event description:
It was reported that the patient experienced a driveline power fault alarm on (B)(6) 2022 at home and attempted to change the modular cable and system controller prior to reaching out to the ventricular assist device (vad) coordinator, but was unsuccessful. The patient then presented to the emergency department for evaluation. It was noted that there was a significant amount of rescue tape applied to the modular cable. A pump off alarm was noted from when the patient disconnected and reconnected their driveline. Both the modular cable and the controller were exchanged by healthcare providers. Log file review confirmed that the driveline power fault resolved with the system controller swap and there was no interruption in pump support due to the alarm. Related manufacturer's reference number for the exchanged modular cable: 2916596-2022-00481.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of driveline power faults. A log file was submitted and downloaded for review and showed overlapping events spanning approximately 11 days (24dec2021 ¿ 04jan2022, 21jan2022 per timestamp). Events occurring on 21jan2022 were recorded during testing at abbott. Intermittent driveline power fault alarms that were correlated with power a broken were active beginning on 04jan2022 from 01:21:37 ¿ 01:28:01. The driveline was disconnected shortly after on 04jan2022 at 01:27:01 for system controller exchange. The driveline was then reconnected on 04jan2022 at 01:29:58. Shortly after reconnecting the driveline, the driveline power faults, associated with power a broken, activated on 04jan2022 at 01:41:22 and remained active until the driveline was disconnected again on 04jan2022 at 09:55:25 for a system controller exchange. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The system controller was functionally tested and passed all testing without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. Additional testing was performed with the returned controller, returned modular cable (lot number: 6492935), mock loop, and test power module. Upon connecting the controller to the returned mod cable, the controller began alarming for driveline power faults. The root cause for the driveline power faults was isolated to the modular cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 28sep2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not complete the controller exchange on his own because he panicked and decided to come to the hospital instead.